Manufacturer narrative:
Investigation summary the reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model 42801-29. This product was used for the di, product code, and 501k. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a safeset¿ 24 inch arterial pressure tubing, safeset¿ reservoir and blood sampling port that experienced leakage. The report states that "while drawing bloodwork from the patient's arterial line, the safeset appears to have cracked and began leaking blood (at tip of safeset plunger)". The customer does not require immediate replacement to be able to continue operations. Quantity affected and quantity to be returned is 1 ea. Date of incident was on (B)(6) 2025. There was patient involvement, no adverse event and there was delay in therapy.